Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh has received information about the incident related to sara 3000 active floor lift. It was reported that during use of device, the caregiver pushed on the 'up' and 'leg spread' buttons simultaneously. While releasing the 'up' button, the movement continued, while only the 'leg spread' button was kept pushed in. The operator of the device did not use the emergency stop button. At this time the exact scenario of events that lead to serious injury is unknown. The resident has sustained broken shoulder and was hospitalized.

Manufacturer narrative:
On 8th april 2017, arjohuntleigh has become aware of the customer complaint alleging that uncommanded up movement of the sara 3000 active floor lift resulted in the adverse event. Based on the provided information, during proceeding with the involved equipment, the caregiver pushed the 'up' and 'leg spread' buttons located on the handcontrol simultaneously. While releasing the 'up' button and holding only the 'leg spread' button, the up movement was continued and could not be stopped. In result, the resident who held the handles of the lifting arm with her hands was unintentionally lifted fully by the sara 3000 lifting arms. Following the information reported, emergency feature - the emergency stop was not used by the operator of the device to stop lifting arm up movement . As a consequence, a fracture at the joint between (upper) arm and shoulder prosthesis which was used by the resident was reported and further medical intervention was needed. The inspection of the device involved in the incident was performed by the field service technician, who established that unintended movement was caused by the faulty pcb. After the part was replaced, the device was working as per manufacturer's specification. When reviewing similar reportable events registered for sara 3000, in the last 5 years (awareness date since apr 2012 up to apr 2017), we have found the limited number of reportable complaints indicating the pcb malfunction. None of these complaints were deemed to be reportable solely because of component failure, but due to additional factors which occurred due to not following the instruction for use. Compared to the amount of sold devices and in comparison to their daily use, the occurrence rate observed for reportable complaints with this failure mode is considered to be very low. The instruction for use which is delivered which each device includes the information how the device should be used and describes step by step how to perform a safety transfer of the resident. Every caregiver must be trained upon the instruction for use and be aware of the ways how to manage and deal with situation when uncontrolled movement (of the patient or the device) are observed during use with a patient. In regards to the information reported, additional factors have been identified as contributing here: 1. Lack of knowledge about the emergency features incorporated in the device please note that lifts are equipped with several safety functions, the unintended movements can be easily override by them e.g.: using the emergency stop, removing the battery, removing the handset connection. In analyzed complaint, it was indicated that the operator of the device did not use the emergency stop button to stop the device. Note that device IFU (kkx81010m rev.3) clearly states "if you have to immediately stop any powered movement, (other than by releasing pressure on the button on the control handset), press the red "stop button" located on the control panel above the battery." When the device moves by itself and if the caregiver is correctly trained and aware which steps have to be followed to prevent patient or caregiver injury, there would be no risk. 2. Pre-existing medical conditions of the resident it was established that the resident was wearing the shoulder prosthesis. It is unknown for us how this may affects the patient's mobility. So we cannot confirm if the fully raised lifting arms may exceed the safe operating range for this shoulder prosthesis and put the resident in the risky situation. However IFU informs that "before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." This factor cannot be assessed therefore with a high degree of confidence. 3. Lack of fully attention of the resident and lack of his quick reaction please note, that if the transfer is performed according to the IFU with the continuously attending to the resident, this is not likely to hurt any patient. As per IFU "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." In conclusion it seems the caregiver was not aware of the way the device works - when the uncommanded movement occurred. To prevent any uncontrolled movement caused by faulty parts the user has several options described in IFU to stop the device. The most obvious one is to engage the emergency stop switch as identified in red on the device and clearly instructed in the IFU. (In extremis it is also possible to stop such movement by removing the battery). From these findings, the device was being used with a resident at the time of the event and played a role in the reported incident - not due to a malfunction as was suggested but due to the customer / user not following the instruction for use put the resident in the risky situation. The complaint decided to be reportable based on the actual outcome of the incident - the resident received serious injury.

Event description:
On 8th april 2017, arjohuntleigh has become aware of the customer complaint alleging that uncommanded up movement of the sara 3000 active floor lift resulted in the adverse event. Based on the provided information, during proceeding with the involved equipment, the caregiver pushed the 'up' and 'leg spread' buttons located on the handcontrol simultaneously. While releasing the 'up' button and holding only the 'leg spread' button, the up movement was continued and could not be stopped. In result, the resident who held the handles of the lifting arm with her hands was unintentionally lifted fully by the sara 3000 lifting arms. Following the information reported, emergency feature - the emergency stop was not used by the operator of the device to stop lifting arm up movement . As a consequence, a fracture at the joint between (upper) arm and shoulder prosthesis which was used by the resident was reported and further medical intervention was needed.